Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Event description:
Cec adjudicated the previously reported occlusion event treated with femoro-popliteal bypass surgery as related to the device and not related to the procedure.

Event description:
Two in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat the left distal sfa for ischemia and occlusion of a previously placed non-medtronic stent. Approximately one month post procedure left lower extremity ischemia was reported. The target lesion and the previously placed stent were found to be occluded. Surgery was performed with a femoro-popliteal bypass graft. Outcome is resolved.